Event description:
Reference number (B)(4). Event occurred in the united states it was reported that soft cannula found crimped upon removal from infusion site. Patient noticed the symptoms within 3 or more hours after insertion. The infusion set was in use for less than 24 hours. The site where infusion set was inserted was abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.